Event description:
IV flushed well with ns. Injected 95 ml of omnipaque 350 at 4.0 ml/second. No contrast detected on screen. No apparent extravasation or leakage. Checked IV again. Status quo. Repeated injection as previously stated. Again no contrast on scan. Checked IV tubing. Blown like a balloon with no elasticity. Pt experienced extravasation and edema at site.

Manufacturer narrative:
Rep samples were rec'd. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).